Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving an unspecified low sensor scan and when compared to a competitor meter. The customer experienced symptoms of nausea, dizziness, and loss of consciousness. The customer was taken to the emergency where she was hospitalized and treated with oxygen and unspecified IV drip. It was further reported a laboratory test was performed but the result was not provided and no further information was provided. There was no report of death or permanent injury associated with this event.